Event description:
In 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a gore excluder aaa endoprosthesis contralateral leg component were implanted. The next month, the devices were explanted. The physician explanted the devices because the pt had an aortic duodenal fistula.

Manufacturer narrative:
H3: the device is currently being evaluated. H6: a review of the mfg paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component (pxc141000/lot#04553530) was implanted.